Event description:
The technician alleged that the head and knee functions ran up unintentionally. No pt impact.

Manufacturer narrative:
The technician found that the cable for the head hi/low column was cut. The technician replaced the head hi/low column to resolve the issue.